Event description:
On september 10, 2004, gore was made aware that this pt was identified with aneurysm enlargement due to patent lumbers. The pt refused surgery due to reported severe comorbid medication problems. However, upon investigation, physician notes stated this pt's aneurysm had decreased in size and a type ii endoleak was no longer present. On december 7, 2007, gore received info that this pt expired in 2007 from a ruptured abdominal aortic aneurysm. As documented, the pt refused surgery for a known type ii endoleak. Further info from the facility was requested; however, no further info was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As reported to gore, the pt refused treatment for a known type ii endoleak.